Manufacturer narrative:
Customer could not locate the sample for further testing when questioned by bci. No indication by the customer there were any calibration or qc issues that day. Customer is pleased with the system and did not request a service call. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.